Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rf pic failed alarm, displayable history crc check failed alarm and no external ram crc error alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. The insulin pump also alarmed external error and displayable history check failed on startup. Customer's blood glucose level was 384 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.